Event description:
A report was received that the patient had developed an infection and underwent an explant procedure. The physician believed that the infection was device related and that the patient¿s body rejected the ipg due to the infection. The patient was doing well after the procedure.

Manufacturer narrative:
Additional information was received that the location of the infection was at the pocket site. Patient's symptom was redness around the pocket site. The patient was prescribed antibiotics.

Event description:
A report was received that the patient had developed an infection and underwent an explant procedure. The physician believed that the infection was device related and that the patient¿s body rejected the ipg due to the infection. The patient was doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2158-50, serial #: (B)(4), description:linear lead with enhanced stylet, 50cm; model #:sc-2138-50, serial #: (B)(4), description:scs 50cm iii lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.